Manufacturer narrative:
The device has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time. (B)(4).

Event description:
On (B)(6) 2016, the reporter contacted animas alleging the patient's blood glucose on an unspecified date was 326 mg/dl with large ketones and excess urination. The reporter noted the patient did not receive any treatment above and beyond the usual routine of diabetes care and management, they remained on pump therapy, and the pump's settings were not recently changed. During troubleshooting, it was reported that the pump's suspend feature activated without user intervention. This complaint is being reported because the health event was attributed to an alleged pump malfunction.

Manufacturer narrative:
Follow-up #1: date of submission 10/10/2016 device evaluation: the device has been returned and evaluated by product analysis on 09/13/2016 with the following findings: a review of the black box indicated that the pump was manually suspended on (B)(6) 2016 at 18:31 and manually resumed the same day at 18:58. A review of the total daily dose history indicated that insulin delivery totals correctly reflected programmed values. The pump successfully completed a rewind, load, and prime sequence. The pump was exercised for 24 hours with no self-suspending occurring. The pump passed delivery accuracy testing and was found to be delivering within required specifications. The keypad buttons were tested and no hypersensitivity was found. There were no delivery interruptions and no errors, alarms, or warnings during investigation. The complaint could not be confirmed or duplicated on investigation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. (B)(4).